Event description:
It was reported to nova biomedical that a consumer received a result of 402 mg/dl on their blood glucose meter. The consumer administered 7 units of insulin based on the 402 mg/dl reading. The consumer experienced a hypoglycemic event requiring medical intervention. Then the emts arrived they tested the consumer using their blood glucose meter getting a results of 20 mg/dl. It was discovered during the phone call, the consumer is transferring the test strips from one vial to another which is against our directions for use. Storing the test strips incorrectly may compromise the integrity of the test strips. The consumer discarded the vial of test strips in question, but has other vials which she has transferred. The meter and test strips in question will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.